Manufacturer narrative:
This complaint is recorded by zimmer biomet under (B)(4). If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that there was an incomplete mesh. The event timing was when the device was used on previously recovered cadaver skin. Therefore, there is no patient involvement and therefore no harm or delay in any surgical procedure. No adverse events were reported as a result of this malfunction.

Event description:
It was reported the device had an incomplete mesh and had worn gears. The living legacy foundation/lifecell corporation is a cadaver skin bank that uses the device(s) on previously recovered cadaver skin. Therefore, there is no patient involvement and therefore no harm or delay in any surgical procedure. Due diligence is complete. No additional information is available. No adverse events were reported as a result of this malfunction.

Manufacturer narrative:
Following sections were updated or corrected : b4, b5, d4, d9, g6, g3, h1, h2, h3, h4, h6, h10 review of the most recent repair record identified the following related repair: tech found the mesher met the test cut specifications. Tech identified the gears were worn and replaced them. The unit was tested, calibrated, and returned to the customer. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends